Event description:
Patient was not receiving a tidal volume. Saturation drop and increased heart rate and blood pressure. Patient was coughing repeatedly.patient was placed on a different ventilator; no patient harm.biomedical assessment: no problem was found with this ventilator. It functioned properly during testing and there were no system faults in the error log.patient cough could have been source of the problem.